Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 415 mg/dl and the contact inquired if the pump was delivering insulin. The bg level was addressed with a manual injection and a correction via the pump. Reportedly, the cartridge was changed after the event occurred and the contact declined to remove the site to visually inspect the site. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.